Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 catalog number and unique identifier is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported per medwatch mw5105085, spontaneous. Patient reported that she noticed that the last few tubings had medication leaking from them and dates are unknown. Patient did not have serial, lot numbers of tubing available. Patient reported when used new tubing from latest dispense, she experienced side effects of congestion and lightheadedness; possibly due to the correct higher dose of remodulin being administered through intact tubing. Patient reported she stopped the infusion and date is unknown. Advised patient to restart at half the pump rate and titrate back to maintenance rate as tolerated. Advised patient to contact medical doctor if symptoms persist. No other information known. Reported to (B)(6) by patient caregiver. Additional information received via email and attached by smiths medical on 23-dec-2021: product part and lot number are unknown or not provided. The event occurred while pump in use with patient. Cvs does not complete paperwork, all information provided in the body of email. Date of event and patient information provided and complaint updated. The event resolved. The team is reaching out to patient to confirm if product is available for return. No patient injury was reported.